Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 11 months ago. The vessels had some tortuosity. It was reported that at the time of implant a limb extension was implanted to extend down to the level of the left hypogastric artery. The limb ended up being a little short for the anatomy, but there was still a good seal and no endoleak was present; therefore, the decision was made to not place any additional stent grafts. A distal type 1 endoleak was found at f/u, which required a talent extension and an aneurx extension to be placed down to the left hypogastric which successfully resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.